Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having low blood glucose in the 50's mg/dl. Customer also indicated that the pump will not alarm threshold suspend when blood glucose is low, but then customer also indicated that the pump did alarm. The customer indicated that the sensor glucose was 80 or 90 mg/dl and blood glucose was 67 mg/dl at the time of incident. The product will not be returned.